Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04june2019. The manufacturer¿s international service technician confirmed the reported issue and replaced the defective keypad overlay to address the reported problem.

Event description:
The customer reported screen lock key is not functioning. The device was not in use at the time of the reported event.